Event description:
After positioning the subject lead, complications were incurred to position the atrial lead and as a consequence, the physician cut the ligature around the suture sleeve with scissors. Subsequent blood infiltration under the lead insulation was observed. Another ventricular lead was subsequently implanted.

Manufacturer narrative:
(B)(6) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.